Event description:
The recipient is reportedly experiencing electrode migration. CT scan has confirmed electrodes outside the cochlea. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.